Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is most likely caused by the use of excessive force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via a medwatch (B)(4) that the guidewire/pin broke during the attempted removal from the interference screw at the 30 mm mark. Patient (B)(6). Additional information obtained 2/6/17: the procedure was an acl reconstruction. An un-retrieved fragment approximately 30 mm remained within the screw in the femoral tunnel inside the patient. The fragment was confirmed via fluoroscopy. The procedure was completed.